Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an olif (left-sided approach) along with posterior lumbar fusion at l3 to l5 using a fixation system. Two cages were placed at l3/l4 and l4/l5. The patient¿s initial diagnosis was unknown. On (B)(6) 2015, post-op, the patient complained of pain on the outer layer of the thigh, for which CT examination was performed and showed a hematoma inside the right greater psoas muscle. It was reported that the patient¿s crp levels were negative. Subsequently, a hematoma was found also at the left greater psoas muscle on (B)(6) 2015. The physician commented that there was a possibility that the right greater psoas muscle was damaged while disc preparation with a cobb curette.

Manufacturer narrative:
(B)(4). Neither the product nor any applicable imaging study was returned to the manufacturer.